Event description:
Information was received indicating that the pump was unexpectedly shutting down when infusing home medications and giving error message? No disposable, pump won't run". It was also reported that the technician indicated that it appeared the design of the smiths medical cadd cassette allows the tubing to migrate, causing disruption and the pump to shutdown with an error message. No adverse effects were reported.